Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella cp pump placed to support a non-st elevated myocardial infarction patient. The pump was placed but there was oozing from the left groin. The patient became increasingly agitated and was very restless/thrashing extremities and attempted to sit up in bed. Precedex drip was restarted for the agitation and versed was administered once. Due to the continued oozing, the heparin drip was discontinued. Two units of red blood cells were transfused as hemoglobin had dropped. The patient was more oriented the next day and moved less in bed and the oozing decreased significantly and hemoglobin had increased. The patient outcome was stable.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding is determined to be patient movement because the patient because agitated and resulted in bleeding. Corrections to the initial MFR report: g1 MDR reporting contact email.